Event description:
On 07/22/2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation as medical surveillance specialist made two unsuccessful attempts to contact the patient for additional information. The reporter stated that the alleged issue began on ¿(B)(6) 2015 7:30pm¿ when she obtained a blood glucose result of ¿57mg/dl¿ on the subject meter compared to ¿457mg/dl¿ on an emergency medical service (ems) meter, preformed within 30 minutes of each other. The patient manages her diabetes with a combination of medications including humalog and lantus and denied making any changes to her usual diabetes management routine as a result of the alleged issue. The patient stated ¿right away¿ she developed the symptoms of ¿shaking sweating palpitations¿. On ¿(B)(6) 2015 half an hour later¿ she reported that she received health care professional (hcp) treatment from ems by way of unspecified IV fluids. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct testing steps were carried out and the sample was taken from an approved sample site. Cca noted that the test strips were stored correctly and not expired and that the test vial was intact. The patient did not have control solution to carry out a test. Replacement products were still sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; the test strips were found to have results below range when tested with control solution. Retain testing was also performed; the retain test strips passed performance testing with blood. In addition, a DHR (device history record) was done and completed for the subject meter lot and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.